Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sample evaluation results, the arctic sun device didn't heat up.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. The arctic sun 5000 was evaluated onsite. During the evaluation it was found that the device was not heating up, likely due to a bad heater. Heater was replaced. Device underwent pm procedure. Mixing pump, circulation pump and drain valves were replaced. According to the service document (B)(4). Device worked fine after the pm parts were replaced. Device passed all applicable testing. Fmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step (B)(4). Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sample evaluation results, the arctic sun device didn't heat up.